Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection confirmed that the slack had been taken up and the trip wire was properly secured to the post. However, the ligator housing was not included in the return and could not be analyzed. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. The device was returned without any damage to the handle; however, the ligator housing was not included for analysis. Due to the absence of this component, the most probable cause of the reported issue could not be determined. Without a complete evaluation of the device, including the ligator housing, it remains unclear what factors may have contributed to the event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.